Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter unevenness is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo with its 3cg tether, stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter and assembly revealed no obvious use residues throughout the returned catheter. A tactile evaluation of the returned catheter revealed unevenness along the catheter shaft between the 15 cm and 18 cm depth markers. A microscopic observation of the returned catheter between the 15 cm and 20 cm depth markers revealed small, diagonal kinks that appeared to be sections of the catheter folded at the 15 cm depth marker and between the 17 cm and 18 cm depth marker. Potential causes of failure may include the catheter becoming damaged during handling of the product prior to or during attempted use. The exact cause of the catheter unevenness could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported nurse examine the piccline before insertion and she can feel kinks between 15-20 cm. They do not insert this piccline in the patient, change it to another catheter. (B)(6) 2025- it was found during an investigation uneven portion of the catheter between the 15 cm and 20 cm depth markers.